Manufacturer narrative:
The reported event that patient required a second procedure to remove the hardware following hardware irritation could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.     If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The post market clinical team has conducted a follow-up report on ¿a retrospective data collection of the internal fracture fixation of long bones with the axsos3 titanium locking plate system ¿. The study was conducted at ¿ (B)(6) hospital, (B)(6) institute, united states¿. The report is associated with the stryker ¿axsos3 titanium locking plate system ¿and includes an analysis of the clinical data that was collected on 93 patients. The cases in the study range from january 2007 to june 2020. The report indicates, ¿a patient developed hardware irritation 260 days post operative treatment of their distal femur fracture. This patient required a second procedure to remove the hardware and subsequently resolved their adverse event¿.